Event description:
Based on info from an attorney representing the patient, it was reported that the jugular vena cava filter was implanted in 2003 in the operating room under general anesthesia. The physician was unable to see any opacification of the vena cava under fluoroscopy. The device was deployed in the introducer and a second attempt to obtain a venogram was made; however, it was reported that the dye did not deploy down the device. The position of the undeployed device was confirmed at the l2-l3 intersection. The device was then deployed and was felt to be stable and in an adequate position. Post-procedure film revealed that the device had migrated into the proximal inferior vena cava. It was determined that the patient did not need further intervention and the patient was discharged in stable condition.